Event description:
Device report 2 of 2. Reference MFR report: 1627487-2012-09955. It was reported the pt's entire scs system was explanted due to experiencing ineffective stimulation therapy. The pt was reported her ipg was non-functional for the past two years.

Manufacturer narrative:
Eval: results - as returned inspection of the returned complete lead revealed a bent area and all wires broken in the lead body. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.